Event description:
Gambro received a report of a pt who passed away in 2007, approx thirteen hours after completing cvvhd treatment on a prisma machine. The pt was gravely ill, with a diagnosis of leukemia, post stem cell transplant, multi-organ failure, and sepsis. The customer indicated that during the treatment, the machine generated recurrent "tmp" alarms and "air in blood" alarms. According to the hosp's nurse mgr, the alarms were indicative of the pt's worsening coagulopathy and were most likely related to the pt's coagulation abnormalities. The pt did not exhibit any symptoms of air embolism or worsening of his hypotension during the treatment and no medical intervention was required. The cause of death was reported as multi-organ failure and sepsis. The machine was inspected by the hosp's biomedical engineering tech and was found to be working according to MFR's specifications. He authorized its return to service. As of 3 weeks later, the machine was in clinical use with no further incidents.